Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system, reported their midline incision had reopened. There were no signs of infection. The evoke system was explanted. The physician noted the patient¿s pre-existing condition of diabetes.

Manufacturer narrative:
The device was not returned to saluda for analysis. Without a returned device, it is not possible to reach a definitive root cause. The physician reported the patient¿s pre-existing condition of diabetes, which may have contributed to the reported wound reopening. The evoke scs system surgical guide states the following: "surgical complications and adverse events may be more frequent and severe in diabetic patients. Diabetic patients may have increased risks of infection, problems healing around the surgical site, and complications common to any surgical procedure. The severity of any surgical complication may be greater in diabetic patients, particularly those with inadequate pre-operative glycemic control."